Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2018. Upon follow up it was reported the patient was recovered from this peritonitis event. At the time of this report, dianeal therapy remained withdrawn. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Treatment was not reported. On an unreported date, dianeal therapy was discontinued. At the time of this report, the patient was not recovered from this peritonitis event and remained hospitalized. No additional information is available as the reporter declined to provide any further information.